Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for right calf pain on (B)(6) 2022 secondary to possible thrombus in the distal tibioperoneal trunk, which was conservatively managed. The patient presented with acute left arm pain. A computed tomography angiogram demonstrated distal brachial artery stenosis, with repeat arterial duplex with non-occlusive thrombus in the distal brachial artery extending to proximal ulnar and radial arteries. The patient had a subtherapeutic international normalized ration on (B)(6) 2022 of 1.8 and on (B)(6) 2022 of 2. The patient had a left extremity open exploration, fogarty thrombectomy and bovine pericardium patch angioplasty.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2022. Power cable disconnect alarms were noted within the file. No other notable alarms were observed. The pump speed remained above the low speed limit for the duration of the file and the pump appeared to be functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jul2017. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists peripheral thromboembolic event as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 provides an explanation of pump speed, power, flow, and pulsatility index (pi). Section 6 outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.